Event description:
The customer reported broken and or damaged. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 12sep2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was involved in a production failure q6 200069242 for disconnected, not fully connected, which does not correlate to the customers reported issue.

Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked front cover and broken rear case. Replaced broken left handle, right iui and module latch. Replaced cracked barrel clamp, flange gripper, flange gripper retainer, rear door and lock label. A review of the device history record showed the device had a manufacture date of 12sep2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure q6 200069242 for disconnected, not fully connected, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case - damaged/ cracked (front bottom cracked) (recall affected). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken and or damaged. There was no patient involvement.